Event description:
It was reported that the right ventricular (rv) may have oversensed the pulse used to measure lead impedance which resulted in one pause noted on a telemetry strip. It was recommended to increase the ventricular sensitivity on the device. The lead remains in use.no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).